Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left inferior gluteal artery (iga) using penumbra coil 400''s (pc400's). During the procedure, the physician advanced another manufacturer's microcatheter through another manufacturer's sheath towards the left iga and then deployed and detached the first pc400 into the target vessel. While advancing a second pc400 through the microcatheter, the physician did not mention any resistance; however, the pc400 became stuck in the middle of the microcatheter and was unable to advance further. The physician then pulled back on the pc400 pusher assembly but the coil did not retract back with its pusher assembly. After the pusher assembly was removed from the patient's body, the physician attempted to flush the microcatheter using a syringe but noticed that the coil had unintentionally detached and was stuck in the microcatheter. Therefore, the microcatheter containing the detached pc400 was removed from the patient and then the coil was removed from the microcatheter. Thereafter, the procedure was completed using the same non-penumbra microcatheter and a new pc400. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pc400¿s pusher assembly was kinked approximately 13.0, 44.0, 88.0, 112.0, and 129.0 cm from the proximal end of the pusher assembly. The pet lock was broken on the proximal end of the pusher assembly. The stretch resistant (sr) wire was fractured, and the embolization coil was detached from the pusher assembly. The pc400 was unintentionally detached and, therefore, was unable to be functionally tested. Conclusions: evaluation of the pc400 revealed that the coil had unintentionally detached due to an sr wire fracture. The sr wire fracture likely occurred when attempting to forcefully withdraw the coil after the physician experienced resistance. Evaluation also revealed that the pet lock was broken and the proximal constraint sphere of the coil was out of the ddt. This finding was incidental and likely occurred after the procedure while the physician demonstrated the detachment mechanism of the pc400, as mentioned in the complaint. Further evaluation revealed kinks to the pusher assembly. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
After the procedure, the physician confirmed that the pc400 in complaint could be detached by pulling the pusher assembly to the proximal side.